Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill within an orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. A blood spill was found inside of the machine. The machine was decontaminated and all damaged components were replaced. The machine is now ready for use. Haemonetics (B)(4).